Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg migrated and was protruding which caused pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg pocket site was revised. Therapy was restored post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.